Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was sleeping. Customer's blood glucose was 250 mg/dl. Reportedly, the customer loaded a new cartridge and was able to clear the alarm and resume insulin therapy.